Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 1264 ml during therapy initiated on (B)(4) 2011 22:18:40, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. Review of the event log revealed the cycle 6 received a partial fill. Cycle 6 drain was completed on (B)(4) 2011 at 07:50:43 and the user's actual drain volume during cycle 6 was 3156 ml. The actual drain volume of 3156 ml is 157.8% of largest prescribed fill volume (lpfv) of 2000 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 22:18:40. During night drain cycle six, the patient's ultrafiltration reading was 1264ml, indicating the home patient (hp) drained 1264ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.